Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the scarring events. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the skin for approximately 49 to 71 hours. Following exposure to a saltwater swimming pool, one pod began emitting continuous audible alarms without any corresponding error message on the controller. The patient replaced the pod immediately and did not observe any impact on glucose levels. The patient also reported marked pain during needle insertion with recent pods, as well as painful removal. The patient reported visible scarring and areas of swelling that persisted for several days. These skin reactions occurred at multiple application sites and appeared more frequent with recent pods. The patient plans to consult a diabetologist regarding these symptoms.